Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. During use of the 3 x 20mm synergy drug-eluting stent, the strut was damaged in the distal part. A different device was used to complete the procedure with no further issue and no patient injury.